Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "no disposable" alarms. Functional testing included use testing. The pump was powered on without a disposable attached and the "double beep no cassette attached" alarm was able to be duplicated. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited double beep with cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.